Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 07-apr-2024, it was reported that patient faced ten infusion set tubing leakage from site and connector. The set was in use 4-5 hours for all events. Blood glucose levels were 313 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 8 of 10.